Event description:
A technician reports that following intraocular lens (iol) surgery, the surgeon observed a haptic in the anterior chamber, a tear in the posterior capsular bag, and vitreous prolapse. She states that the iol was removed and replaced with a different model during an additional surgical procedure. Technician also reported that following explant, the pt experienced an irregular non-responsive pupil with some residual corneal edema. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/30/2008 via fax and mail and 07/07/2008, 07/14/2008 and 07/21/2008 via phone. A completed questionnaire has not been received.